Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected alarm due to j6 connector resistance issue. No unexpected low battery alarm noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 421.2 mg/dl at the time of the incident. Customer will return device for analysis.